Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During the call, pt mentioned they are going to have the implant moved to their lower back on (B)(6). Pt stated they were run over by an suv and "broke a clavicle or something" in their back which is causing discomfort. Pt's doctor wanted implant taken out in a timely matter. Pt also stated, where the implant is at currently, they can only sleep on one side of their body.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.